Manufacturer narrative:
Boston scientific's technical services (ts) discussed the possible causes of the high impedance including a loose setscrew. Ts recommended performing a commanded shock and depending on the results, the pocket may need to be opened to verify that the setscrews are completely tightened down. The pocket was opened at which time the df-1 distal lead fell right out of the connector block. The connector block was cleaned out, lead reinserted, and setscrews appropriately tightened down. No further issues were noted. Available information indicates that this product remains in service at this time. No further information is available. This event will be reopened should further information become available. This device has been returned and is currently undergoing analysis. This investigation will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead displayed a red alert for a high shock lead impedance measurement. Additional information indicates that this device is beeping every six hours. No adverse patient effects have been reported. Additional information received that this crt-d has now been removed from service for normal battery depletion. No adverse patient effects reported from the procedure.